Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided pump reset instructions, assisted the caller with resetting the pump, and the issue did not recur. The customer was able to continue using the pump without further problems.